Manufacturer narrative:
Device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there have been other reported events for this lot number. Conclusion: root cause could not be determined as no device was returned.

Event description:
It was reported that, "all three broach handles came off the broach or implant when stuck with the mallet while trying to remove broach/implant."